Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that, the day after the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) and prior patient discharge the system impedances was found low out of range. The s-ICD interrogation earlier that day showed impedance of 35-40 ohms and 50 ohms at shock delivery during implant the day before. The field representative who supported the procedure mentioned significant bleeding in the pocket during implant which might cause lower impedance. X rays were recommended to assure proper system positioning. The patient will be seen again in two weeks to check impedance after swelling has gone down. This s-ICD remains in service. No adverse patient effects were reported.